Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the patient's right ventricular lead exhibited noise oversensing. Programming changes were performed. There were no patient consequences.

Event description:
Additional information received noted that the right ventricular lead also exhibited high capture thresholds. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.